Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction loss, incomplete flap during flap creation (laser ablation) in the right eye of a patient, during surgery. Procedure converted to photo refractive keratectomy.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows fifteen successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check for the treatment was conducted about fifty minutes before starting procedure instead of immediately before procedure. The treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. Without a treatment report an evaluation of planned thickness and appropriate energy settings cannot be made. No technical root cause could be identified. The incomplete cut cannot be confirmed. Not enough clinical information was provided to complete the investigation. The reported malfunction cannot be confirmed. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).